Event description:
Healthcare provider found endotracheal tube had slipped through tape from 6cm at the lip to 5cm at the lip. Healthcare provider was able to slip it right back through the tape to 6cm at the lip. We grabbed a fresh roll of tape and re-taped the tube at 6cm at the lip.